Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found.

Event description:
It was reported that during implant of the implantable cardiac monitor (icm) noise was seen even after repositioning. The icm was not used. No patient complications have been reported as a result of this event.